Event description:
Our affiliate is reporting to us that the pt had a successful and uneventful acl repair with the use of a rigidfix 3.3mm femoral cross pin kit for fixation on (B)(6) 2010. Subsequently, it was somehow discerned that there was a problem and it was somehow decided that a re-surgery was in order. At some point, the pt underwent a re-operation. At this procedure, the surgeon removed a loose fragment which apparently had broken away from one of the fixation pins from the original surgery. This is all of the info made available to mitek to date. Questions out.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.